Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant, after the physician slit the sheath and while sewing down the lead, the competitor guide wire that the physician used for placement became lodged in the lumen of the lead and could not be removed.  The physician attempted removal and was successful in pulling the competitor guide wire back part of the way, but no amount of tensile force could extricate the competitor guide wire from the lv lead.  It was then the physician decided to explant the lv lead along with the competitor guide wire in favor of a new lead.  No issues were found with the new lead.  The physician suspected the issue occurred because of the use of the competitor guide wire to gain access to the vein and then tracked the lv lead over top of the already-bloody lead, rather than using a vein selector to get access to the sub-branch and use a new, clean competitor guide wire when implanting the lv lead. Additionally, the physician suspected the second method, which is typical the implant technique used by the physician, would result in less blood within the lumen of the lv lead, therefore making clots less likely to form and cause the co mpetitor guide wire to stick to the lumen if left idle.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned in two segments. The guidewire and delivery catheter were no returned with the lead. A fragment of the competitor guidewire is stuck in the lumen of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.